Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level ranged from 108-109 mg/dl. Reportedly, the customer changed the pump supplies prior to calling tandem technical support, so no troubleshooting was performed. No issues were overserved with the infusion set or cartridge. Customer was able to resume insulin therapy.